Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -06.50/+2.0/090 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting and shallow anterior chamber. The problem was resolved. Another icl lens was not implanted. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk, race: unk, ethnicity: unk. (B)(4). Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).